Event description:
Three plates were implanted in 2005. After three months, the doctor took an x-ray (in 2006) and found the plates were broken. The plates were removed at that time.

Manufacturer narrative:
Current info is insufficient to permit a valid conclusion about the cause of this event. If add'l info is obtained that adds value to the relevant content of this report, and/or a conclusion can be drawn, a follow-up report will be sent. The user facility is foreign; therefore, a facility medwatch report will not be available. Insert indicates "care must be taken to achieve the appropriate contour with as few bends as possible. Repeated bending of titanium increases the risk of fracture."